Event description:
The rn was changing the fluid removal rate on the filter when the alarm reading "memory error" occurred. It did not allow me to adjust anything or retrieve any data. I attempted to manually give the pt the blood back but the blood would not flow. The filter circuit was taken down and a new prismaflex was setup and started.